Manufacturer narrative:
(B)(6). There was no reported product deficiency. The reported dissection is listed in the nc trek instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex and obtuse marginal that was heavily tortuous, and heavily calcified. After pre-dilatation was performed an attempt was made to cross the lesion with two xience xpedition stents, but they failed to cross. Additional pre-dilatation was performed with an nc trek balloon catheter, which resulted in a dissection at the lesion. The dissection was treated with a 2.5 x 28 mm xience xpedition stent. There was no clinically significant delay in the procedure reported. No additional information was provided.